Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited unstable, intermittent, and high thresholds. After changing the positioning several times, satisfactory threshold was not obtained. The lead was removed and replaced. No patient complications have been reported as a result of this event.